Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the shoulder part of the wds came out from the sheath, severe resistance was felt, and the closure device was deployed too proximal. The wds was retrieved by a full recapture. When the wds was retracted inside the sheath, stronger resistance than usual was felt, so it was suspected that the access sheath was damaged. It was confirmed that the was was kinked. The access sheath was removed and replaced with a new access sheath. A pigtail catheter was inserted, the new access sheath was positioned, and the new closure device was deployed. When the shoulder part of the closure device was deployed from the sheath, resistance was felt, and the closure device was deployed too proximal unintentionally. The closure device was pulled proximal by tug test, and the device release criteria (pass) could not be met. Several attempts were performed, but the closure device could not be implanted properly, so the device was fully recaptured. The procedure was stopped. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of the watchman truseal access system. The device was bloody, and the dilator was snapped into the device sheath. Analysis of the hub, shaft and tip included microscopic and visual inspection. Inspection revealed a kink in the sheath located 5cm from the tip of the device. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the device was difficult to recapture. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. When the shoulder part of the wds came out from the sheath, severe resistance was felt, and the closure device was deployed too proximal. The wds was retrieved by a full recapture. When the wds was retracted inside the sheath, stronger resistance than usual was felt, so it was suspected that the access sheath was damaged. It was confirmed that the was was kinked. The access sheath was removed and replaced with a new access sheath. A pigtail catheter was inserted, the new access sheath was positioned, and the new closure device was deployed. When the shoulder part of the closure device was deployed from the sheath, resistance was felt, and the closure device was deployed too proximal unintentionally. The closure device was pulled proximal by tug test, and the device release criteria (pass) could not be met. Several attempts were performed, but the closure device could not be implanted properly, so the device was fully recaptured. The procedure was stopped. No patient complications were reported.